Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away on the way to the hospital emergency room. The cause of death was cardio pulmonary arrest, atherosclerosis, and diabetes, but was also thought to be a blood clot. The caller stated that the customer had open heart surgery, bypass surgeries, spinal cyanosis, and osteoporosis that may have led to the customer's passing. The customer¿s sensor glucose was 67 mg/dl at the time of death. The last meter reading on (B)(6) 2018 showed 53 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using a competitor's sensor system and the caller heard a low alert, but the customer was unresponsive at that time. The caller declined to return the insulin pump for analysis.